Event description:
Procedure type: tep inguinal hernia repair. According to the reporter: allegedly six hours postoperative, the pt began to complain of pain and swelling in the lower abdomen. Abdominal CT findings showed pre-peritoneal hematoma which was caused by active bleeding at the left cooper's ligament where a loose tack was noted.

Manufacturer narrative:
(B)(4)